Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer who was implanted with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stim and gastrointestinal/ pelvic floor. It was reported that the patient¿s device was working really well but now it was not as effective as it had been. The patient stated he had trigeminal neuropathy and has fallen 4 times. He stated that one of the falls was bad and his buttock hit the concrete. He also stated the 1st fall was in (B)(6). It was indicated that the patient was on 3 medications and an injection in his nose for the trigeminal neuropathy. The patient mentioned that the stimulation was not felt in the correct area. The patient further stated that he used to increase stimulation he would feel stimulation in the bike seat area, but when he increased now he felt stimulation more in his buttocks. The patient was advised to make an appointment to have the device checked since falling.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.